Event description:
Healthcare professional reported "numerous scattered bilateral simple cysts compatible with fibrocystic changes," and on right side "rupture when revising the pocket and open the capsule, it was noted exit of silicone gel" device has been explanted.

Manufacturer narrative:
Additional primary reporter information: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.